Manufacturer narrative:
This ipg serial number was included in a field correction. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2018-03510. It was reported that (B)(6) the patient experienced heating while charging their ipg. As a result, the patient's charger was replaced which resolved the issue. On (B)(6) 2012 st jude medical, neuromodulation division, sent field action letters to patient's related to heating while charging and raised awareness of the issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.